Manufacturer narrative:
Analysis of the pump found wear on the motor o-ring for gear number three. Eval code - conclusion code ¿ 92 is being updated to 71 for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving morphine [6 mg/ml] at a rate of 0.0375 mg/day and clonidine [30mcg/ml] at a rate of 0.1878 mcg/day via intrathecal drug delivery pump. It was reported that the there was a motor stall and that the date was not known but the pump had been running at minimum rate at least since (B)(6) 2016. The logs were read and there was no intervention that was known. The pump was replaced on (B)(6) 2017 and the issue was resolved.